Event description:
It was reported the thunderbeat experienced the probe broken off. The issue occurred during a therapeutic thyroid procedure. There was no additional information was provided by the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and a reportable malfunction of probe broken off was identified during the device evaluation. The exact cause of the event could not be determined. However; it is likely the probe broken off occurred by the following mechanism: 1) during the output activation in seal & cut mode, the probe was contacting hard tissue, metal objects or surgical instruments. 2) due to ultrasonic vibration, the coating of the probe peeled off. Also, scratches were generated. 3) a force to activate the output in seal & cut mode, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. 4) a force was applied to the probe causing it to break. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.